Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) advised the hp to cycle the power on the hc to clear the alarm. The tsr explained the alarm. The tsr determined through the troubleshooting that the patient line clamp was closed when the hp was connected. The caregiver (cg) stated that they were told to keep the patient line clamp closed until the hp was connected. The tsr advised that the patient line clamp would need to be opened during the prime in order to properly prime the patient line. The tsr assisted in ending the therapy and starting over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, an incomplete prime was reported since the clamp was left closed and that is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.